Event description:
Used oratec cautery machine on pt. Cautery pad placed on pt's abdomen left side with good contact. Asked by doctor to turn up cautery from 15 to 20 and back to 15. At end of case, cautery pad removed, skin intact, no redness. Pt in pacu c/o pain and burning at cautery pad site.